Event description:
On 09/15/1999, the MFR, received a report via a fax from the distributor that states the following: on 09/14/1999, the facility's purchasing agent informed the distributor's marketing mgr that the device catheter was supposed to be pre-attached; however, the catheter was not attached to the device that was received. The device was not implanted. No further details were provided.